Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on an unknown date with unknown product. Subsequently the patient has been indicated for a revision due to unknown reasons, however, a revision has not been reported. The sales rep was inquiring if we still made heads for a certain stem. Attempts have been made and additional information on the reported event is unavailable at this time.